Event description:
Customer reported via phone, the insulin pump had alerted low reservoir when she was attempting to deliver a bolus. The buttons were unresponsive and was unable to clear the alert. Customer's blood glucose was 200 mg/dl. Customer couldn't recall any significant events which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. Customer agreed to return the device for further analysis.

Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test and verify low reservoir alarm anomaly due to button keypad anomaly. The insulin pump received with minor scratched display window, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.